Manufacturer narrative:
(B)(4).

Event description:
It was reported that allergic reaction was suspected on implanted device system. Allergy kit was sent but was not used. Device was explanted. No further information was available.